Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was no problem detected with the returned device. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic urogyn observation with hysteroscope procedure, the subject camera head encountered error e850 failed white balance. Customer had already tried on multiple olympus cv-190. There was no harm or injury reported.